Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial lid of an impactor broke during use and no fragments were retained in the patient. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. The reported event was confirmed by a review of pictures. The product (main body) involved in the reported event was returned for investigation. The device exhibited signs of use, including scratches and dings. The product ( pad ) involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. The images appear to show the impaction pad separated into two sections, with surface wear, including dents and scratches, visible. Based on the available images, no additional assessment can be made. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item, and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.